Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that the 840 ventilator had a device alert message which rendered the ventilator graphical user interface (gui) inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.